Event description:
Caller alleged discrepancy between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was ten (10) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.